Event description:
The pt reported that in 2008, she had an MRI, the pump was interrogated after the procedure and she was fine. She complained of overdose symptoms that required 24 hr hospitalization and pump programming updates in multiple occasions starting one week after the MRI (2007 and 2008). After the 3rd incidence, the pump was removed and replaced. The pt stated that she is doing very well since the implant of the new pump. The health provider reported that the pt was seen in 2007, for a lumbar steroid injection. During the refill visit the following month, it was noted that the pt was recently hospitalized for flu symptoms. The next two refills were in 2007 and 2008. There was no mention of any problems or recent hospitalizations at the time. The pt was hospitalized in 2008, due to increased sedation. No changes in oral medications were noted. It was felt that the pump was malfunctioning. The pump was interrogated and no problems were found. There were no alarms. The pump was replaced. Some black particulate matter was found in the remainder of drug pulled from the catheter during replacement. The pt recovered and returned periodically for scheduled refills. The pump was used to deliver morphine, compounded baclofen and clonidine.

Manufacturer narrative:
Final device analysis revealed no anomaly found - normal device function. Results: drug with black matter pulled from the catheter during pump replacement. This was sent back for analysis, but no results have been reported at the time of this report.